Manufacturer narrative:
(B)(4) is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number (B)(4). This report is being submitted due to an internal nonconformance identified. On (B)(6) 2017, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. The fse advised the customer to insert the line for buffer #1 into the wash solution, to run the pump for 5min, then to return the line back to buffer #1. The customer ran hba1c quality controls (qc). All results were within acceptable range. All errors cleared and the g8 instrument is operational. No further action is required by field service. A 13-month complaint / service history review for similar complaints was performed for the serial number (B)(4) from aware date of (B)(6) 2017, which included data from (B)(6) 2016 through (B)(6) 2017. There was one similar complaints identified during the searched period, which includes this event. The g8 operator's manual under chapter 6 troubleshooting are as follows: 100 pressure high, the pump pressure exceeded the upper limit (15 mpa) set in the pres high parameters. When the filter or column replacement period has been exceeded, first replace the filter or column. If the pressure is still high, remove the inlet and outlet flow line around the column and filter, and determine which part is the cause of the high pressure. Then, contact a technical support representative. If the pressure displayed on the screen is: (a) greater than the pressure on the column inspection report + 4 mpa, then replace the filter. (B) less than the pressure on the column inspection report, then proceed with priming the column. Error messages: 150 grad sensor error explanation: the grad sensor on the pump malfunctioned countermeasure: check the grad sensor error level: 0-sted; 2-other alarm level: 1 print: 1 the most probable cause for error 100 pressure high and 150 grad sensor error was a clog in the tubing.

Event description:
On (B)(6) 2017, a customer reported error 100 pressure high and 150 grad sensor error on the g8 instrument. The customer attempted to reboot the system but the error persisted. The customer is unable to run patient samples on hba1c diabetes assay. On (B)(6) 2017, a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hba1c. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.